Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient involvement reported.

Manufacturer narrative:
Patient information is unknown. It is unknown when device was damaged. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, during a preoperative phase (patient and surgeon had not yet entered the room) for an ankle reconstruction procedure, it was noticed that the tines on a variable angle drill guide were damaged and caused it to not lock correctly on the plate. The drill guide was placed aside and not used during the procedure. A backup universal va locking drill guide from another set was used to complete the procedure. The damaged universal variable angle (va) locking drill guide and the standard 2 column volar plate were discarded after the case. The procedure was completed with no surgical delay. Patient outcome was stable. Concomitant device: 2.4mm variable angle locking compression plate volar rim distal radius plate (part: unknown, lot, unknown, quantity: 1). This report is for a 1.8mm universal variable angle locking drill guide. This is report 1 of 1 for (B)(4).